Manufacturer narrative:
(B)(4). Patient information requested and all available information is included. This report was filed by the MFR. The product has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.

Event description:
The customer reported leaking from a distal port on a burette set. There was no report of patient harm or medical intervention. The customer stated that no further patient or event information is available.